Event description:
The service and repair department documented that the tip is broken. While the surgeon was torquing the pliers the metal bit at the tip broke off. Surgeon was able to complete the procedure with a second instrument supplied by the sales representative. No delay in surgery or harm to the patient was involved. It was also reported by the sales consultant, the date of the event was (B)(6) 2014 and the size of the broken piece was approximately 3-4mm. Final operative images revealed no fragments; x-rays are not available. There was no delay in surgery because another device was available. (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. The evaluation was confirmed. A product development evaluation was completed: drawings for the rod introduction pliers were reviewed: the assembly and the tube and found to be suitable to determine the intended device design, application and dimensional conformity. The pliers were found to have met the drawing specifications. The product was received under the complaint condition broken: tip broken intra-operatively. The tube on the distal end of the instrument was received missing a portion: approximately 3mm by 4mm. This damage is consistent with the location on the tube which would experience the maximum loads during a procedure. During surgery, the pliers¿ tube is placed over the screw and the upper jaw is hooked around the rod. As the handles are compressed, a concentrated bearing load is placed on the tube opposite the rod. Any number of anatomical and rod bending variables could contribute to an increase in the induced force. In situations where extreme forces may be required to pull the rod into the screw, transverse bars are available to act as a lateral extension as an alternative. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed as the instrument did fail. An excessive bearing load was applied to the pliers¿ distal tube which resulted in a fragment breaking off. In cases where excessive forces would be required to bring a 6.0mm rod into the screw opening, a lateral extension is suggested. The device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.